Manufacturer narrative:
Mechanical tests performed on similar device.

Event description:
Patient underwent hip revision surgery in 2009, due to a modular stem/pin failure, 65 months after original surgery. Original surgery performed in 2004.